Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The estimated age of the patient who was reported as being in his (B)(6). The patient weight was described as average. (Date of event): the reporter indicated the clip was implanted around february or (B)(6) 2010 and surfaced roughly a year later; therefore, the date of (B)(6) 2011 is being used as the best estimated date. The customer reported that the device was discarded. The lot number was not provided. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Without the product to examine an analysis could not be performed and a determination of a cause for the reported clip migrated from its implantation site out of the skin event could not be made. Contributing factors for the reported starclose se clip migrating include, but are not limited to: manufacturing, anatomical conditions, however no information in regards to the anatomical condition of the patient was reported; or deployment technique, if the clip was not deployed at the correct angle and failed to grab the arterial tissue, or was not deployed in the arterial tissue. To help ensure that all products perform according to specification they are subject to inspection during manufacturing. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not identified. Based on the information available, and the manufacturing inspection criteria, there does not appear to be any indications of a product quality deficiency.

Event description:
It was reported that a starclose se clip device was implanted at the right common femoral artery after an unspecified procedure, and roughly a year later, it migrated out of the skin. The clip was removed from the patient's anatomy by the patient himself; he pulled it off the skin. There were no adverse patient effects. The reporter indicated the clip had been implanted at a hospital in richmond, va, and did not have information regarding the name of the facility or name of the operator who implanted the clip. Though requested, no additional information was provided.